Manufacturer narrative:
Plant investigation: the reported complaint is not confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. The facility revealed that the ordered dialysate for this patient was granuflo 3k; however, the patient had been dialyzed with granuflo 2k from (B)(6) 2016. The patient was found dead on (B)(6) 2016 after failing to arrive for a scheduled hd treatment. A review of the manufacturing records was performed on the reported lot. No deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. No evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Granuflo is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. Clinical investigation: the patient medical records were provided by the user facility. The patient had a significant medical history, including diabetic mellitus and htn comorbidities known to be strong predictors of sudden cardiac arrest in the hd patient population. Additionally, the patient had decreased ef of 38%, indicating the heart¿s pumping ability was moderately below normal, chf, pulmonary htn, and hyperkalemia which can be life threatening. No documentation exists to suggest a causal relationship between any fresenius products and patient death. Additionally, there is no allegation against any fresenius products. However, a likely association exists between the patient¿s comorbidities, hyperkalemia, and expiration.

Event description:
A user facility reported that an end stage renal disease (esrd) patient who had been undergoing routinely scheduled hemodialysis (hd) treatments was found deceased at home on (B)(6) 2016. The patient was scheduled for hd therapy that day, and when the appointment was missed, staff contacted the police to perform a health and welfare check. The patient¿s last in-center hd treatment was on (B)(6) 2016. The patient¿s final hd therapy was completed without issue in the prescribed time with no reported adverse effects being experienced. The pre-treatment assessment documented the following patient information. The patient complained of being tired, oriented, short of breath with crackles noted throughout; the patient stated it was just in her throat and stated that she took a 12-hour medication (not revealed), dry cough, mild facial and bilateral lower extremity edema; pulse 103 regular; tachycardia, thread, patient was noted to be anxious, but pleasant. A total fluid removal of 3.1 kilograms (kg) was reported over 3 hours 18 minutes of an ordered 3 hour 15 minute hd treatment. The patient¿s post-treatment assessment revealed that the patient was restless and ambulated without assistance; no unusual findings documented. No complaints were reported by the patient prior to, during, or following the hd therapy, and the patient was discharged home. On (B)(6) 2016, following the patient expiration, the user facility discovered that the patient had been dialyzing with granuflo (g3231), a 3k bath, for the period from (B)(6) 2016. This was not the patient¿s prescribed dialysate, which was noted as being granuflo (g2231), a 2k bath. The user facility confirmed that the granuflo concentrate product labels contained the correct information. The granuflo acid concentrate product is delivered via a central feed system. There are no acid samples available to be returned to the manufacturer for analysis. However, the user facility confirmed that there are no allegations of a product manufacturing defect against the granuflo concentrate.

Event description:
Follow-up information was received from the clinic manager at the user facility. The clinic manager stated that per the user facility's internal investigation, the issue is most likely a result of central feed lines mislabeled regarding the facility¿s extensive remodel construction just prior to this event. The central feed lines were labeled in the back room accordingly to the prescribed bath. However, the lines that were labeled on the treatment floor did not match the back room labeled lines. The misaligned lines were most likely attributed from remodel set-up regarding the way the lines were installed and where they crossed from the back room to the treatment floor. The clinic manager stated that the patient death could not be disassociated from what had happened with the bath lines mix-up. It was reported that the issue has been resolved as of (B)(6) 2016 and there has been no further issue since this time.